Manufacturer narrative:
The pump was returned to animas. When a battery was inserted, there was no power to the pump. No audible noise, vibration, or visual screen display was present. The pump cover was removed to investigate and a cold non-soldered connection was found at the negative ground terminal in the battery canister. When the connection was repaired by reflowing the solder connection, the pump was able to gain power with a battery and keep power for at least 24 hours.

Event description:
The patient noticed that the pump display screen was blank. She reportedly replaced the pump battery three times with batteries from different packs and still nothing appeared on the display screen and the pump did not emit sounds or vibrate. There was no known trauma to the pump and the patient reportedly did not receive any alarms or warnings prior to the screen going blank.